Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Asr: no 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code.

Event description:
Translated medical records received. After review of medical records for MDR reportability, patient was revised to address detachment of the femoral stem and reaction to metal. Operative notes reported of brownish tissue around the top and bottom parts of the capsule, porous bone probable secondary to a reaction with the metallic lesions. Clinic visits reported of pain since fall and reaction to metal. MRI showed fluid around the tight hip. Doi: (B)(6) 2009; dor: (B)(6) 2014; right hip asr. Patient is bilateral. See pc-(B)(4) for the left hip.